Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. It was stated that the customer's blood glucose meter was giving incorrect blood glucose readings. The customer was not feeling well enough to troubleshoot at the time of the call. Assisted the caller in turning off the meter function to avoid further problems. The caller stated that they would call back for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.